Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled "outcome of total ankle arthroplasty in patients with rheumatoid arthritis and noninflammatory arthritis¿, written by elizabeth pedersen, md, frcsc, et al; published in the journal of bone and joint surgery, volume 96-a, number 21, november 5, 2014; was reviewed. "The purpose of this study was to compare the intermediate term clinical outcomes and safety of total ankle arthroplasty in patients with rheumatoid arthritis and a matched cohort of patients with noninflammatory arthritis undergoing the same procedure. Ankle joint replacement was performed using one of four prosthesis designs. The agility prosthesis (depuy) and the mobility prosthesis (depuy) were two of the four¿the other two were non-depuy products. From november 2001 to december 2008, 281 ankles (223 in the noninflammatory arthritis group and 58 in the rheumatoid arthritis group) underwent total ankle replacement. At the two-year follow-up evaluation, 267 ankles (211 and 50 ankles, respectively) were available for analysis. There were 10 patients with the mobility prosthesis and 11 with the agility prosthesis each in both the rheumatoid arthritis group and the noninflammatory arthritis group. Adverse events were associated with four (case 1, case 2, case 3 and case 7) of the 15 patients which are captured individually in linked complaints. There was also a patient with a mobility ankle prosthesis who underwent a skin graft due to superficial skin necrosis which was not directly related to the implant." This complaint captures case 7 which experienced aseptic loosening, components removed and conversion to arthrodesis.